Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The failed upstream sensor was replaced. The reported "false air-in-line alarms" was confirmed through the event history log review. Evaluation determined the cause to be a failed upstream sensor with low fluid numbers. The failed upstream sensor was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.